Event description:
It was reported that the customer requested device evaluation. Upon examination of the device, the fse observed there were power interruptions and the batteries were not making good contact due to bent battery pins. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.